Manufacturer narrative:
This report is submitted on january 8, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced facial nerve stimulation with device use. A CT scan revealed the electrode array had partially migrated outside the cochlea. Subsequently, the device was explanted on (B)(6) 2017, and the patient was implanted with a new cochlear device on the contralateral ear. The patient will not be reimplanted on the explanted ear due to severe ossification of the cochlea.